Event description:
Information was received regarding a medfusion 3500 pump. It was reported that the device gave an audible error alarm. There was no patient, or clinician injury associated with this event.

Manufacturer narrative:
Other, other text: one medfusion 3500 pump was returned for the evaluation of the reported issue. The device was received with missing bottom case rear right rubber foot. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. No problems or issues were identified during this DHR review. The event log showed evidence of "primary audible alarm post". To further investigate, a power up test was performed. The customer?s concern was confirmed. Primary audible alarm post was found at power up. It was determined that impact knocked the high profile c9 capacitor loose on the interconnect board. This was deemed to be caused by the customer. The interconnect board was replaced and device passed all functional tests.